Event description:
Legal counsel for the patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that patient was revised on (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed the modular head was removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013, was due to elevated metal ion levels, fluid, metal debris, and pseudocapsule. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03767 & 01731).